Manufacturer narrative:
(B)(4). Batch #: t5cx8z. Investigation summary: the analysis found that one ec60a device was returned with damage between the nozzle and the shrouds, and with an ecr60w reload loaded on the device. The reload was received unfired. The device was disassembled to verify the condition of internal components and the frame was noted to be broken. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the instrument and breaking the frame and shrouds. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of one photo, the following was observed: the photo shows a device from the jaw area with a white reload partially fired in channel. Based on the photo alone, the event described cannot be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open right hemihepatectomy, the device would not fire when severing on the first firing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.